Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels in the 300's (mg/dl) and it was addressed with correction boluses. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.